Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Plastic locking mechanism broke upon cup orientation placement in the acetabulum. When torque was applied to the handle for orientation the plastic locking mechanism broke.

Manufacturer narrative:
Territory (B)(4) reports the plastic locking mechanism broke upon cup orientation placement in the acetabulum. When torque was applied to the handle for orientation the plastic locking mechanism broke. Conclusion and justification status: the complaint states plastic locking mechanism broke upon cup orientation placement in the acetabulum. When torque was applied to the handle for orientation the plastic locking mechanism broke. The investigation confirmed that the locking catch of the angled acet inserter had fractured. Previously a corrective action was identified for this failure mode whereby a design change was implemented and routed on (B)(4) in 2007 in order to strengthen the locking catch. The design verification was completed and routed on (B)(4) and concluded that there are no outstanding actions identified. This product was manufactured to the revised design; however, the lot number indicates that this product was placed into stock on 29 oct 2008 and hence has had the potential to be in service for over 6 years. The complaint shall be closed with a justified conclusion it will be entered into the complaint database and monitored through trend analysis.